Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip tang which may have caused the loss of full range of movement. There was a one mm offset at the tips. The grips did not show cracking damage and also the components adjacent to this bent grip did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of loss of full range of movement is attributed to bent instrument grip tang.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument lost its full range of movement. The procedure was completed with no reported injury.